Event description:
During the implant procedure of the pacemaker involved in this MDR report (on (B) (6) 2009), bipolar programming was performed although a unipolar lead was implanted. The corresponding warning message was adequately displayed, and lead configuration was automatically set back to unipolar. Upon re-interrogation of the pacemaker, message "lead impedance > 3000 ohm" was displayed systematically. The message disappeared only after having closed the session and launched/saved a new lead impedance measurement in unipolar configuration.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4)